Manufacturer narrative:
Citation: park jb et al. Quantified degree of eccentricity of aortic valve calcification predicts risk of paravalvular regurgitation and response to balloon post-dilation after self-expandable transcatheter aortic valve replacement. Int j cardiol. 2018 may 15; 259:60-68. Doi: 10.1016/j.ijcard.2017.12.052. Epub 2017 dec 27. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the prognostic value of aortic valve calcification eccentricity in predicting the risk of paravalvular regurgitation and response to balloon post-dilation in patients undergoing transcatheter aortic valve replacement. All data were collected from [a single center / multiple centers] between january 2011 and december 2015. The study population included 85 patients (predominantly female; mean age 77 years; mean weight 58 kg), all of which were implanted with a medtronic corevalve bioprosthetic valve. Prosthesis sizes used: 23 mm (1), 26 mm (43), 29 mm (33), and 31 mm (8). No serial numbers were provided. Among all patients, adverse events included: permanent pacemaker implantation (13), complete atrioventricular block (10), left bundle branch block (24), right bundle branch block (6), mild-moderate post-procedural paravalvular regurgitation (34), and post-procedural aortic regurgitation. Based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.